Event description:
Consumer claimed the (B)(6) original denture adhesive he used made his gums sore. He did not seek med attention for this condition.

Manufacturer narrative:
The suspect sample and a sample from the same lot were examined for physical attributes. Both samples were found to be within specification. A review of the compounding and packaging process did not identify any recorded incidents that were related to the complaint issue. The product was determined to be performing as expected.